Event description:
The device was applied during an oopherectomy procedure. Reportedly, a burn was noticed when the trocar was removed. The surgeon completed the procedure with the same instrument. Expiration date: 6/30/2001.